Event description:
Essure product was inserted in (B)(6) 2014. Upon checkup in (B)(6) 2014, it was deemed unsuccessful because it was "broken" and not in the proper position. Waited a month for surgeon to figure out what to do. Ended up having essure device and tubes removed (B)(6) 2014. Still recovering and still in pain.